Manufacturer narrative:
It was noted that the device is not available or evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the left knee. Patient reported bilateral stryker total knee implants approximately 10-15 years ago. Patient reported pain & difficulty getting "up and down". Patient noted right knee is "worse" than the left. Patient would like to know if implants are subject to a recall.